Event description:
It was reported that the patient received the whole of her new cassette (at 22:00 on (B)(6)) in 1 hour, 1000mg of morphine at the time she did the bolus. The patient did not realize that the bolus had passed the entire cassette. She didn't remember anything between 22:30-23:00 and 8:00 this morning. Her pump was programmed to deliver 12mg/h, 15mg bolus every 1 hour for a total (flow/bolus) of 648mg of morphine. Concentration of each cassette of 20mg per 1ml or 1000mg of morphine for a cassette of 100ml. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.